Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: vamc3838c150tu, (B)(4), expiration date: (B)(6) 2018.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a 9.0 cm thoracic aortic aneurysm. It was reported that the patient presented emergently with acute onset paralysis. The patient will not be receiving any treatment. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported.